Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information to reset the pump and assisted them through the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump while being advised to report if the issue reappears.